Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 47 mg/dl. Customer reports his tubing got kinked under belt clip and he did not a no delivery alarm. Customer performed high pressure test which was passed. Customer had high blood glucose of 384 mg/dl and found his set was crimped in belt clip. He changed set after it was pinched. Customer ran insulin through tubing and it took 5 units of insulin and he still didn't see any insulin coming out. He did not see drops. Customer did not get an alarm. The insulin pump will not be returned for analysis.